Event description:
Kept getting positive results on only one brand (celltrion diatrust covid-19 ag home test, 2 tests per pack). Finally just put the liquid with no sample on the test cassette to test and got a positive result.